Manufacturer narrative:
We have not received further details surrounding these events to perform a thorough investigation at this time. Should further information become available, we will notify you in a follow-up report.

Event description:
To summarize the information published in the attached article: twenty-one patients underwent transcatheter closure of either aortic or mitral paravalvular leak from (B) (6) 2002 to (B) (6) 2006 using the amplatzer duct, septal or vsd occluders. The following complications were observed:permanent leaflet obstruction was observed in one patient. Though the correct position was confirmed prior to release from the cable, the device changed its configuration following release and obstructed the inferior valve leaflet. Hemolysis occurred shortly after the procedure and required transfusions every ten days. Four months after intervention, this patient underwent surgery, but died 22 hours after the procedure.another patient experienced prosthesis endocarditis accompanied by acute subarachnoid hemorrhage led to the death of a patient 20 days after the procedure. Two patients decided to undergo a surgical re-operation because of severe hemolysis persisted or worsened post-procedure.leaks-remained in three patients, so a successful second catheter treatment was performed six months after the first implant.these events require FDA and vigilance reports since further interventions were required to alleviate these patient's symptoms. Since non-identifying device or patient information was provided, all events were reported on a single MDR and vigilance report.